Event description:
An MRI technologist was walking a patient into the MRI scan room along with the patient's metallic walker. As they approached the magnet the walker was torn from the technologist's hands and flew into the bore of the magnet. It was destroyed. The technologist dislocated two of her fingers and suffered a fracture resulting in surgery. The patient had no injuries. The walker was not labeled as "MRI safe" and should not have been taken into the MRI environment due to the strong magnetic field.